Manufacturer narrative:
Patient information: patient is 190 cm tall. Device implanted in 2010, but exact month and day not available. Manufacturing site evaluation: investigation on-going, additional information and/or investigational resutls will be provided in a supplemental report.

Event description:
A post operative issue was identified with the shunt system. As a result, it was explanted. Very limited information was provided. The shunt system was implanted in 2010 (exact date not provided) into a (B)(6) year old patient. As the valve was later reportedly not able to be adjusted, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.

Manufacturer narrative:
Investigation: visual inspection a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0265 mm, slightly outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has shown that the prosa valve is permeable. Adjustment test the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Results first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, and adjustability, as well as the brake functionality and brake force. The valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein. Based on our investigation, we are unable to substantiate the claim of occlusion and non- adjustability. At the time of our investigation, the prosa was shown to be permeable and was adjustable to all pressure settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.